Manufacturer narrative:
Qn # (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "warning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel. Precaution: use care when removing guidewire. If resistance is encountered, remove guidewire and catheter together as a unit. Use of excessive force may damage catheter or guidewire." A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: when the arterial catheter was inserted under ultrasound into the femoral, the guide broke. The catheter was removed in its entirety and there was no harm or consequence for the patient. No other intervention was necessary.

Event description:
It was reported that: when the arterial catheter was inserted under ultrasound into the femoral, the guide broke. The catheter was removed in its entirety and there was no harm or consequence for the patient. No other intervention was necessary.

Manufacturer narrative:
(B)(4).